Event description:
It was reported that surgeon was doing a right primary total hip on patient and when surgeon was removing the 36 zero degree e liner trial, the screw connection broke off of the trial. No delay or adverse consequence to patient as trial was removed and case was completed successfully.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 36 zero degree e liner trial (gray). When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was not confirmed. Method & results: device evaluation and results: a visual inspection cannot confirm the event. No device problem was found. A material analysis found no problem with the returned product. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the returned device shows no evidence of a broken screw. The device is fully functional.

Event description:
It was reported that surgeon was doing a right primary total hip on patient and when surgeon was removing the 36 zero degree e liner trial, the screw connection broke off of the trial. No delay or adverse consequence to patient as trial was removed and case was completed successfully.